Manufacturer narrative:
Block b5 has been updated with additional information received on july 17, 2024. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was used in the common bile duct to treat a choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter broke when the stent was attempted to be released. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. Additional information received on july 17, 2024: the broken inner guide catheter remained within the push catheter, and the delivery system was removed intact. The procedure was completed with another flexima biliary stent.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was used in the common bile duct to treat a choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter broke when the stent was attempted to be released. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. Additional information received on july 17, 2024: the broken inner guide catheter remained within the push catheter, and the delivery system was removed intact. The procedure was completed with another flexima biliary stent.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: a flexima biliary preloaded stent was received for analysis. The stent was already deployed. Visual inspection found the guide catheter kinked, stretched, and detached. The push catheter suture hole was torn. No other problems were noted with the device. The reported events of catheter-guide break and stent failure to deploy were confirmed and could have occurred as a result of the difficulties during the procedure when trying to deploy the stent. If the device had pressure when trying to deploy the stent possibly due to the physician's technique or tortuosity of the procedure, it is most likely that the device was unable to deploy the stent and damaged the guide catheter. It is most likely that the guide catheter was kinked, stretched, and then detached due to the force being applied when the stent was attempted to be deployed. Since the device was unable to deploy, it is possible that the push catheter suture hole was torn by the pressure that the suture was adding to the suture hole. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was used in the common bile duct to treat a choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter broke when the stent was attempted to be released. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event.